Event description:
Allegedly the products disengaged.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00271, 00272. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Dimensional examination. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Use of device could not be determined.

Event description:
Allegedly the products disengaged.